Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to the customer's blood glucose level. The caller declined any further troubleshooting, and no further action was needed.